Manufacturer narrative:
(B)(4). Additional concomitant medical products: bmt 360 tib tray 75mm, item# 185204, lot# 182190; bmt 360 tib sm cruciate wing, item# 185650, lot# 433600. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the offset and small wing was already engaged on the 75 plate and could not be disengaged. No additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The complaint is considered confirmed as visual inspection of the set screw shows the inside of the hex has been rounded off. The tibial tray, cruciate wing, offset adaptor and set screw are still assembled. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.